Manufacturer narrative:
It is not known if the graft remains implanted.

Event description:
Formal complaint received 2007. Allegations that pt suffered complications post implant. Complications were described as claudication of the right lower extremity from an occluded limb of the graft resulting in a femoral-femoral bypass procedure in 2006.